Event description:
The customer reported that the test screen was locking up. They had to reboot to get it to work, but it was not coming back up with a high capacity disk error message. No pt injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.